Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump screen was not responsive and did not turn on. The customer's blood glucose (bg) level was 204 mg/dl and the customer was to use insulin injections to manage diabetes.